Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event. It was clarified that the mention of hospitalization was documented in error and did not occur.

Manufacturer narrative:
(B)(4). 3004753838-2025-335478 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported via a "survey" that an unspecified malfunction/issue occurred. It was reported that the "sensors end early" and hospitalization was mentioned. However, no other event details were provided. Attempts to follow up with the reporter for additional information was unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.